Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 800 mg/dl. The customer's mother stated that recently, the customer had been experiencing high blood glucose levels due to a button issue. The customer's mother also stated that there has been moisture under the insulin pump display screen for a year. Nothing further was reported.